Manufacturer narrative:
The patient's system remains implanted and will not be returned for eval. This is the final report.

Event description:
The patient reported uncomfortable stimulation at the implant site. The physician treated the pt with lidocaine injections. The pt is reportedly doing well.